Event description:
It was reported that during a shoulder procedure using a perfectpasser connector magnumwire suture cartridge, the suture split when the needle was fired. A new suture was loaded, but yielded the same results. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.